Event description:
A report was received that the patient will undergo an unknown procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm additional information was received that no further information could be obtained at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.